Event description:
The manufacturer received information alleging a ventilator's external flow sensor failed. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer had previously reported an allegation that a ventilator's external flow sensor failed. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's external flow sensor was replaced to address the issue.